Manufacturer narrative:
H3 - device evaluation: the lens was returned dry with residue in a microcentrifuge vial. Visual inspection found no visible damage to the lens. The lens model size returned is not lens model size stated in claim. Dimensional inspection found that the returned lens did not meet original values measured at the time of manufacturing. Claim# (B)(4).

Event description:
The reporter indicated that a 12.1mm vticm512.1 implantable collamer lens of -9.5/4.0/79 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2022. On (B)(6) 2022, the lens was repositioned due to lens rotation not associated to low vault. The reposition did not resolve the problem. On (B)(6) 2022, the lens was exchanged with a replacement lens, and the problem was resolved.

Manufacturer narrative:
Work order search found no similar complaints. (B)(4).

Manufacturer narrative:
H3: device evaluation - lens was returned in microcentrifuge vial dry with residue on product. Visual inspection found no visible damage to lens. Lens model size returned is not lens model size stated in claim. Dimensional inspection found that the returned lens did not meet original values measured at the time of manufacturing. H6: device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device; have been manufactured within established process parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim# (B)(4).